Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use. The philips remote service engineer (rse) connected with customer remotely and found machine is not switching on. The field service engineer (fse) went onsite and identified that the residual current device (rcd) was getting tripped. The fse found that the 3 phase full load ups(vertive) was faulty. The customer resolved the ups problem with the vendor. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.